Event description:
According to the customer, "we applied the over-the-counter antibiotic ointment over the open bump and other last remaining bump, then placed a new curad extra-large bandaid on it. She asked if she could heat her glute/hamstring as she was sore from conditioning the previous day. I set a timer for 5 minutes while she sat on the heating pad. On 4/12 upon removing it there was a perfect red/inflamed square.".

Manufacturer narrative:
According to the customer, "we applied the over-the-counter antibiotic ointment over the open bump and other last remaining bump, then placed a new curad extra-large bandaid on it. She asked if she could heat her glute/hamstring as she was sore from conditioning the previous day. I set a timer for 5 minutes while she sat on the heating pad. On 4/12 upon removing it there was a perfect red/inflamed square. At the time of the pediatrician visit the area was extremely red and inflamed. I suspected, as the pediatrician did as well, it was an allergic reaction. A steroid and antibiotic cream were prescribed. Following the appointment gauze and tape were used to dress the area. Later in the evening, the redness turned into bumps and that's when it was clear it was a burn. As the burn became apparent. Prescription creams was applied. She was still complaining of pain. It was painful for her to move as movement increased pain sensation". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.